Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for hemostasis performed on (B)(6) 2025. During the procedure, the clip would not release from the catheter, but it eventually did. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to release from the catheter.